Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned diagnosis procedure was performed when the issue happened. The procedure was completed with using wedges from the tso. The philips field service engineer (fse) visited the site and found the cap on one controller joystick for shutter movement was damaged. The damage was limited to the plastic piece. To resolve the issue, the fse replaced the joystick and the control module. After replacement of joystick and control module, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure completed with using wedges from the tso, and the reported issue did not impact the procedure. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the geometry movements were not working intermittently. No harm to the patient or user was reported. Philips has started an investigation of this complaint.